Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient's husband called to find out the process for donating or returning the pump as the patient is deceased. Provided the caller with the donation process information, and he stated that he didn't have any of the pump information with him. He stated he'd call back. No information regarding the patient's death was provided. Called the spouse multiple times to obtain more information about the death, but got no answer. Nothing further was reported.